Manufacturer narrative:
This report is submitted on dec 14, 2021.

Event description:
Per the clinic, the patient experienced a loss of the abutment. The patient underwent revision surgery under a general anaesthetic on (B)(6) 2021 to have a magnet placed on the internal fixture i.e. Converting the patient to a subcutaneous baha implant system.